Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product is available to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a supplemental MDR will be submitted. Product has not been returned.

Event description:
It was reported that the instrument broke during surgery. Broken instrument part, oxford im rod removal hook. The loose part was found. No delay of the surgery reported. No consequences, or impact to the patient, or the user reported.

Manufacturer narrative:
(B)(4). This supplemental report is being submitted to relay additional information namely the lot number and unique identifier (UDI) number. The investigation is in process. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the instrument broke during surgery. Broken instrument part, oxford im rod removal hook. The loose part was found. No delay of the surgery reported. No consequences or impact to the patient, or the user reported.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Product has been returned to biomet UK ltd for evaluation and forwarded to a research engineer for investigation. Visual inspection confirmed the reported event. The instrument shows some scratches near the end. The large pin had broken from the instrument main body. Some discoloration is visible on the fracture surface on the main body, possibly indicating some corrosion of the region that fractured first. The oxford im rod removal hook has been in the field for 4 years, 4 months and 2 days. The DHR related to the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. The product was most likely conforming when it left zimmer biomet control. A review of the complaint database over the last 3 years has found 7 similar complaints reported with the item 32-401111 including the complaint (B)(4). The underlying cause of the problem is likely to be general wear and tear. Risk assessment: root cause: the root cause could not be determined with the information currently available, therefore a specific hazard (line) within the risk table cannot be selected. The event type instrument fracture is covered by several lines within the risk file, these lines have a severity of 1 (negligible no harm) for an event of this type, and a maximum occurrence of 3 (1 in 1000 to 1 in 10000) this complaint is in line with the risk file and has an overall risk of low. Occurrence rate assessment: sep 2017 to sep 2020: (B)(4) sold. Number of similar complaints identified: 7 (including initiating complaint). Used 3 times in surgery 284646 x 3 =853938. Occurrence ratio: 1 : 121991. No corrective or preventive actions are deemed necessary at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument broke during surgery. Broken instrument part, oxford im rod removal hook. The loose part was found. No delay of the surgery reported. No consequences or impact to the patient, or the user reported.